Event description:
It was reported that a novum iq syringe pump displayed false downstream occlusion alarms before connecting to the patient. This event occurred in the neonatal intensive care unit during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short, simulated therapy was performed at 150ml/hour for eight minutes and no downstream occlusion (dso) alarms were noted. The event history log was reviewed, and no dso events were noted. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.